Event description:
The customer stated that his blood glucose readings had been higher than usual. He also alleged that he performed a control test and received a result 298 mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer declined to troubleshoot his meter over the phone and ended the call before any more information could be obtained. No product will be returned.

Manufacturer narrative:
The customer did not provide a breeze2 serial number, so it was not possible to determine the manufacture date.